Event description:
Rn [registered nurse] met resistance when pulling pt's jp drain. Contacted attending physician to see pt. Sutures were cut and the m.d. [Medical doctor] pulled on the drain. There was a pop and out came part of the drain. Kub [kidney ureter and bladder] showed retained drain. Returned to o.r [operating room] to have it removed. It was discovered in surgery that part of the drain may have been sewn, thus the resistance in initially pulling the drain.